Event description:
The customer reported being hospitalized due to unexplained high blood glucose. The blood glucose reading at time of call was 600mg/dl. Troubleshooting could not be performed as customer stated that she does not feel the insulin pump was malfunctioning. The customer stated that he was not able to rewind, and found that the customer had the block feature on. Assisted the customer with turning off the block feature. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.